Event description:
In this case, it was reported via the implant patient registry that the annuloplasty ring was explanted after an implant duration of approximately 1 -1/2 months due to dehiscence. Per the patient's discharge summary, the patient underwent mitral valve replacement on (B)(6) 2013 for the dehiscence. The patient's postoperative course was complicated by hemorrhagic stroke and neurological complications and anoxic brain injury. Hospital course: (B)(6) 2013 mitral valve replacement; (B)(6) 2013 closure of chest; (B)(6) 2013 pseudo seizures, right basal ganglia hemorrhage and global anoxic brain injury; (B)(6) 2013 gi bleed; (B)(6) 2013 as per neurology workup persistent vegetative state. Decision made by his brother on (B)(6) 2013 to terminally extubate; patient died on (B)(6) 2013 at 1225.

Manufacturer narrative:
(B)(4). Ring or valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate valve repair or prosthetic valve implantation in combination with friable myocardial tissue. In this case, there is insufficient information to conclusively determine the root cause of this event. There have not been any allegations that the edwards devices caused or contributed to the patient's death. No further actions are possible with the available information.

Manufacturer narrative:
Evaluation summary: customer report of dehiscence could not be confirmed. As received the ring exhibited moderate host tissue overgrowth. Suture threads were evident in the sewing ring. No visible damage to band was observed in the x-ray. X-ray. Additional manufacturer narrative: the explanted annuloplasty ring was returned to edwards for analysis. Unfortunately, the report of dehiscence could not be confirmed based on visual observation. Due to the abscence of imaging, there is insufficient information to conclusively determine the root cause of this event. No further actions are possible at this time.